Event description:
It was reported that a libre 3 plus continuous glucose monitor paired to an ilet system failed to pair, leading to loss of cgm data and a prolonged elevated glucose reading peaking at 513 mg/dl for about three hours; troubleshooting and education were completed and the caller was transferred to abbott for sensor replacement and support. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included transient elevation of glucose with the patient remaining stable and not hospitalized. Investigation included case intake, verification of the reported pairing failure, and coordination with the cgm manufacturer for replacement and further evaluation. Investigation of this case revealed a cgm sensor failure requiring a new sensor, with no ilet pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was attributable to the external cgm sensor malfunction.